Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe needle did not appear to fully insert into the cartridge septum causing the customer to experience pressure when filling insulin into the cartridge. Reportedly, the customer stated that they would continue to try cartridges until one is able to be filled. The customer's blood glucose level was 300 mg/dl and it was addressed with a manual injection.